Event description:
It was reported that a motor not running error was observed. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both the tamper seals were removed/broken. The investigation found the top case was cracked by tubing guides. The pump event history showed a pump motor drive off post error and depleted alarm messages in the error history log (ehl). There was no motor rate or motor not running errors in the history. The evaluation was performed, and the reported issues was duplicated, during start-up with pump not plugged in. The battery was found low and went into depleted state. The root cause of the reported issue due to normal worn parts, part is over 6 years old. The technician replaced the battery. The device passed functionality/delivery tests.